Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. It was also stated that the explant procedure was not device related. No further information could be obtained despite good faith efforts.